Event description:
User reports liquid dripping from the back left corner of the analyzer onto the floor. No one has fallen or been harmed and no patient samples were affected. The field service representative found water was dripping from pump on analyzer and determined the cause to be a defective pump head, which was replaced. Performance tests were performed.